Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure using pfa, air was continually aspirated from the introducer while it was inserted into the patient. At the time of the event, only a guidewire and dilator were in the introducer prior to transeptal needle insertion. The issue was resolved by replacing the introducer. The procedure was completed with no adverse health consequences to the patient.